Manufacturer narrative:
Please note: mw5062145 submitted by initial reporter on 5/05/2016. (B)(4). Concomitant medical products: patient medications include ciprofloxacin, famotidine, ferrous sulfate, midodrine, polyethylene glycol, enoxaparin, albuterol, tiotropium, fluticasone-salmeterol, simvastatin, folic acid, cholecalciferol, sertraline, aspirin, ascorbic acid, docusate sodium, clopidogrel, and potassium chloride. (B)(4).

Event description:
On (B)(6) 2016, a low-profile gore excluder contralateral leg component was implanted as part of an endovascular aortic repair. According to the report, a portion of the delivery catheter had broken off inside the vasculature after the device was deployed. The broken portion was reportedly snared and removed by the physician. The patient tolerated the procedure. Multiple attempts have been made by gore to obtain additional information related to the procedure, however, none has been provided. The delivery catheter has been retained by the hospital, and will be returned to gore for analysis.

Manufacturer narrative:
According to the report, the low-profile gore® excluder® contralateral leg component was implanted as part of an off-label thoracic endovascular repair. During the procedure, the axillary artery was accessed and the device was advanced into the thoracic aorta through the left subclavian artery. The device was deployed as a snorkel in conjunction with a thoracic graft from another manufacturer. Upon withdrawal of the delivery catheter, it was reportedly noted that a portion of the delivery catheter had broken off inside the vasculature. The broken portion was reportedly snared and removed by the physician. The patient tolerated the procedure. According to the gore® excluder® aaa endoprosthesis instructions for use, the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease. Results pending return of delivery catheter and completion of engineering evaluation.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis delivery catheter was received by gore from the facility, and an engineering evaluation was performed. The findings from the evaluation were consistent with the reported procedural observations. During investigation, it was confirmed that the delivery catheter was broken at the trailing olive. Visual examination showed evidence of a bond in the trailing olive, however, the polyimide guidewire lumen had pulled out of the trailing olive bond. The root cause for the broken leading end of the catheter could not be determined with the currently available information, although use outside of the instructions for use (IFU) may have contributed to this observation. According to the gore® excluder® aaa endoprosthesis instructions for use, the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease.